Event description:
It was reported that the patient presented for lead revision. Noise was observed on the lead and externalized conductors were noted via x-ray. Lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.